Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced pain and swelling in the pocket area. The implantable cardioverter defibrillator (ICD)  was removed and no further patient complications have been reported as a result of this event.